Event description:
It was reported that during a prostate procedure the physician noted fiber vaporization efficiency had diminished however the physician utilized the fiber to complete the procedure. "No damages to the patient" reported. Gland volume: 35 ml. Joules used: 119,659. Time expended: 15:19 minutes.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone; the glass cap exhibited severe devitrification at the output window; the metal cap exhibited severe burnt on detritus; the fiber proximal to fracture can rotate independently of metal cap. Based on the analysis above, the potential for forward firing may exist, probable root causes: based on the product analysis results, the probable root cause of the failure is: localized heat accumulation due to user handling and or anatomical/procedural factors encountered during the procedure, resulting in accelerated cap wear, limiting the performance of the fiber.